Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after resetting. The customer was advised to call back if any further issues arose and acknowledged this guidance.